Manufacturer narrative:
The balloon catheter, 2af283 with lot number 89841, was returned and analyzed. Visual inspection of the balloon catheter showed that the shaft was bent, and the loop was not as expected. Smart chip verification indicated the catheter was not used. Without reprogramming the catheter, it was connected to the console and no system notices were received; the catheter was recognized. The catheter passed the performance test as per specification. Then, a dissection test showed a guide wire lumen kink inside the balloons at 1.1 and 1.7 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.